Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: cutaneous contour deformity. (B)(4).

Event description:
It was reported that a (B)(6)-year old (B)(6) female patient who underwent breast augmentation revision with two 550cc mentor memorygel breast implants, suffered right side rupture and left side breast contour deformity, post-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2019: (right) 550cc mentor memorygel breast implant, catalog: 3505504bc, lot: 7706370, sn: (B)(4) and (left) 550cc mentor memorygel breast implant, lot: 7710507, sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Mentor became aware that the following information was erroneously omitted from the follow up 1 report sent on 9/20/2019: a manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/20/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).